Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking and fell off event on 3-may-2024. The infusion set came off after patient went to the shower. No further information available.